Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the representative could not reproduce the reported imaging issue. The error logs were reviewed and it was not possible to determine a cause. The software was installed and tested. The issue was not reproducible and the system was fully functional. The imaging system passed the system checkout and was found to be fully functional. The interface cable that was bad install was returned to the manufacturer for analysis. Analysis found that the cable failed continuity testing. The cable had open connections. Analysis found an electrical failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively when taking 2d exposures, the image would transfer over to the mobile view station (mvs) in bright grey images instead of anatomy. The site took another exposure and saw the same behavior. Rebooting the system allowed the system to take appropriate 2d shots and a 3d spin. The procedure was completed using the imaging and navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Medtronic received additional information from the field that while on-site for this issue, the site requested the interface cable be replaced due to its appearance. The cable was replaced from a representative's trunk stock and was found to be bad at install; the system would no longer connect. The original cable was re-installed, and the system was fully operational again. The cable was returned for analysis and open connections were found.

Manufacturer narrative:
If follow-up, what: correction: see event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information the there were no unused images. The images that disappeared were only used for positioning and they were no longer needed when they disappeared. There were two images that disappeared but they had served their purpose before they disappeared. The site was unsure of how many people were in the room. No parts were replaced. The software was uninstalled and reinstalled.